Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the tape was not adhering. The customer¿s blood glucose was 195 mg/dl at the time of incident. Customer reported that he was a cook and his really sweating after going out of the kitchen tape was not sticking. The device will not be returned for analysis.